Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002: device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Not that the surgeon has seen so far. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Was there any additional tissue damage as a result of searching for the needle piece? Additional bleeding resulting from the search for the broken needle. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a nasal procedure on (B)(6) 2024 and suture was used. During surgery, using a suture with a needle, second suture from the same lot, and 4mm of the tip of the needle broke off in the patients nose. They were able to find and remove the tip after x-ray. Case was completed but surgery was delayed about fifteen minutes with bleeding. No other patient harm. Devices are not available for return. Additional information has been requested.